Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited oversensing. Due to patient being dependant, the physician decided to cap and replace the lead. No patient symptoms were reported.

Manufacturer narrative:
Additional information: a4, b1, b2, b5, d6b, h2, and h6.

Event description:
New information received notes that the previously capped lead, was explanted. The patient was stable.